Manufacturer narrative:
The investigation has determined that a discordant, non-reproducible, higher than expected result was obtained from a single patient sample using vitros vitros troponin I es (tropi es) reagent lot 6110 on a vitros xt 7600 integrated system. The result was discordant when compared to the results for the sample obtained using the vitros hs troponin I (hstni) assay as well as from a non-vitros roche method. An assignable cause of the event could not be determined with the information provided. Based on historical quality control results, a vitros tropi es lot 6110 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 6110. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 6110 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. As no precision testing was performed on the vitros xt 7600 integrated system to verify instrument performance, an instrument related issue could not be entirely ruled out as a contributor of the event. However, there was no evidence of an instrument malfunction as historical quality control results were within expectations. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturers recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, non-reproducible, higher than expected result was obtained from a single patient sample using vitros vitros troponin I es (tropi es) reagent lot 6110 on a vitros xt 7600 integrated system. The result was discordant when compared to the results for the sample obtained using the vitros hs troponin I (hstni) assay as well as from a non-vitros roche method. Patient sample result of 0.067 ng/ml (above the upper reference interval) vs. A vitros hstni result of <1.5 ng/l (below the cutoff for determination of acute myocardial infarction) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, the result was questioned by the physician and no treatment was initiated, altered or stopped based on the result. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number 400300343 and reportability assessment 613213.